Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The patient is (B)(6), had pineal lesion resection on (B)(6) 2016. It was reported cell tumor attached on pineal area. The patient was hospitalized on (B)(6) 2016. It was reported hydrocephalus and pulmonary infection. Vp surgery was operated. On (B)(6) 2016 the patient was conscious. On (B)(6) 2016 the pressure of lumbar puncture was 103mm h2o. On (B)(6) 2016 the patient had sleepiness and bad spirit. On (B)(6) 2016 the condition became worse. The ventricle atrium shunt was applied. The pressure of lumbar puncture was 100mm h2o. Set pressure of valve as 70mm h2o but the symptom didn't change better. The surgeon set pressure as 40mm h2o and 30mm h2o separately and monitor, but patient condition didn't change better. On (B)(6) 2016 the patient became delirious and worse. The surgeon removed valve and did external drainage. On (B)(6) 2016 new valve system was implanted in patient. Now the patient condition is stable. Patient. Now the patient condition is stable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, needle holes in the needle chamber were noted, as well as some cuts/tears in the silicone housing. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber, no leakage was noted from the cuts/tears in the silicone housing. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot crlcj1, conformed to the specifications when released to stock in 6th november 2014. No root cause could be determined as the valve functions. The root cause for the cuts/tears in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.